Manufacturer narrative:
The end user was contacted and they were able to confirm the incident regarding the stretcher, but could not confirm any injuries, as a result. They also could not provide the make/model of the ferno stretcher. No additional information regarding the patient's allegation of injury has been provided.

Event description:
The patient contacted ferno to report an alleged incident they were involved in while being transported on a ferno stretcher. Allegedly while being transported on the stretcher in the ambulance, the backrest of the stretcher allegedly lowered unexpectedly. The patient reported a neck injury was allegedly sustained which required medical intervention. The ems service has been contacted to obtain further information pertaining to the incident. The stretcher model and serial # have not been provided.